Event description:
Information was received from a healthcare provider (hcp) regarding a patient in a clinical study (sdy) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that there was a loss of therapeutic effect. The patient's therapy was not helping with urgency frequency and urgency. The patient wakes up 3 to 4 times per night to urinate. It was reported that testing done on 2020-(B)(6) showed that the leads are malfunctioning.

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# v263727 serial# implanted: 2009-(B)(6) explanted: product type lead correction: mfg. Site ID corrected to p1275 from previous p1026. G8 correction: see manufacturer report #3004209178-2021-00658 a4 correction: weight added. D3 correction: updated to corresponding mfg name of mfg site. D4 correction: ins serial number: (B)(6). D6a correction: ins implant date 2020-(B)(6). E correction: updated to correct initial reporter (hcp). B5 <(>&<)> g2 corrections: updated to correct report sources. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# :v263727, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 28-may-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that there was a loss of therapeutic effect. The patient's therapy was not helping with urgency frequency and urgency. The patient wakes up 3 to 4 times per night to urinate. It was reported that testing done on (B)(6) 2020 showed that the leads are malfunctioning.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study. It was reported that the device was explanted/replaced. The issue was resolved without sequelae.

Manufacturer narrative:
Continuation of d10: product ID 3093-28, lot# v263727, implanted: (B)(6) 2009, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.